Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited foreign black residue material during weekly testing. The device was reprocessed, but the residue persisted. There were no reports of patient involvement.